Manufacturer narrative:
The returned product was evaluated and the reported failure of the needle mechanism to properly deploy the cannula was confirmed. Mechanism rails-wings did not capture slide insert was determined to be the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pink slide insert was not visible in the viewing window and that the cannula did not look like it deployed.